Event description:
A 24 mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severe calcification with no tortuosity. It was reported that the pt returned for the 1 month follow-up and the CT demonstrated that the left contralateral limb was occluded. An angiogram was performed and it demonstrated that the left contralateral limb had occluded due to the extremely small diameter and severe calcification of the vessel. The pt was brought back to the operating table and the physician elected to femoral to femoral bypass was performed.